Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: 6/21/2021. Device evaluation: the sample received at the manufacturing site for evaluation. The product returned consists of packaging components (folding carton, labels, implant card ID and patient card) and simplicity delivery system dcb00. Visual evaluation was performed, and the following were the findings. Trace amount of viscoelastic or bss was observed, inside the cartridge. Lens was stuck in cartridge and override. There was observed, haptic detachment from the iol body, which could be, due the override by the pushrod. The dcb00 system was partially advance position. Cartridge tip shows some deformity/damage. Complaint issue reported ¿ haptic damage¿ was not verified, it was haptic detached verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency cannot be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2021. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) had haptics broke. There was no patient contact. No further information available.